Manufacturer narrative:
We received three possible catalog and lot numbers for the device and will update the record if we receive more information. The product information could be catalog: 48487480 iwith lot: w7z, or catalog: 48487120 with lot: rtr or ptb.

Event description:
A health professional reported that a patient implanted with four es2 integrated blade screws, four xia blockers, and two mantis rods experienced an infection post-operatively. It was further reported that the patient was revised and the devices were explanted. This report captures the first of two mantis rods.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.